Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. External insulation abrasion was noted at 11.8-12.1 cm and 22.9-23.3 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.